Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not happy with relief and they couldn't feel stimulation down their right leg. The patient was told it would help with their right leg more since the rechargeable battery was put in but it had not changed. The device was not working to the patient's satisfaction which started in (B)(6) of this year and they had problems with it. The manufacturer's representative (rep) programmed the device to have a, b, and c and it worked for a little while and then stopped. The patient met with another rep. That reprogrammed her a few weeks after meeting with the initial rep. Starting in (B)(6) she was unable to change from group a to group b or c. Previously she had tried all of the groups but couldn;t get it to change starting on (B)(6). The patient was then walked through how to use the patient programmer (pp) and the patient was successfully able to change groups and changed from group a to group b. The patient stated she didn't think it was working and couldn't get it to do what she wanted; the electricity w asn't helping and it went down the left leg but not the right. Since she had her first device implanted stimulation was very strong and kind of hurt her. It was too strong at .3 volts but .2 was fine but didn't help. The patient then stated it hurt and she felt terrible and had not recharged in 10 days. The patient was advised to work with her healthcare provider (hcp) to schedule an appointment for instruction and to see if they could get stimulation down the right leg. The rep. Later reported that they had seen the patient multiple times for programming but had never found any device issues. The patient received therapy in all the areas that the device was implanted for but the patient went back and forth. Sometimes they said that therapy was working and sometimes she said it wasn't but the patient's device had no issues. No interventions or outcome were reported regarding this event. Additional information received from the patient on 2015-07-31 reported the patient made an appointment with the doctor who did the implant and the manufact urer's representative to see if the problem could be corrected. Additional information received from the patient on 2016-05-31 that the device was not helping to reduce her pain. The patient stated that she has tried everything possible including increasing stimulation and changing programs, but nothing works. She has had issues with the implant and more wires had to be implanted. Other surgeries occurred after her implant and those surgeries were because of her implanted device. The device was not working properly for her. The patient was not getting any relief from the implant so she just let it go out and had not charged the implant or turned it on for about a month. It was reviewed that even if the patient isn't using the implant, that she should continue to charge to prevent overdischarge of the device. The patient wants the device explanted. The patient's medical history includes having back surgery and still being in pain so the health care provider suggested an implantable neurostimulator. The patient had an earlier device that was not rechargeable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.